Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Additional observation(s): the instrument was found to have blade damage at the tip. One of the blade edges was indented. The blade indentation caused the cut test failure. A cut test was performed on the instrument. The scissors did not cut cleanly through the latex test material. The latex got snagged at the scissor tips. The blade edges were indented or chipped. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. The probable root cause of a failed cut test is attributed to a wearing out/dulling of the instrument blade. The instrument failed a cut test during functional testing and/or the log review confirmed a failed cut. Wearing out/dulling of the instrument blade may be exacerbated by use-related factors such as excessive energy usage.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.